Event description:
During evaluation of a returned homechoice (hc) device, it was determined that the hc machine failed the returned instrument test/evaluation (rite) functional testing. The test which had failed was the therapy monitored volume failed the performance specification. There was no patient involved. Additional information is not available.

Manufacturer narrative:
(B)(4). The device passed manual temperature testing and the returned instrument test/evaluation (rite) electrical testing; however, the device failed volumetric accuracy testing. Visual inspection noted deteriorated door piston foam, which would not allow the proper amount of fluid to be delivered. The cause of the failed volumetric accuracy testing condition was determined to be deteriorated door piston foam. The foam had been scrapped and the home choice has been sent for service. Should additional relevant information become available, a supplemental report will be submitted.